Event description:
It was reported the patient¿s ipg had an increased recharge burden. The ipg was subsequently explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.